Manufacturer narrative:
The reported issue currently under investigation. A follow up report will be filed as additional details are provided.

Event description:
In regards to the oec 6800 system there was some questions surrounding the expected output dose in both the normal and low dose settings (minimal difference noted). No patient injury was reported.